Event description:
It was reported by the customer that "the huber needle leaked from the white foam piece." It was actually leaking from the ¿white foam piece¿ that touches the skin. We tested it with saline and saw it leak from there.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to be determined. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "the huber needle leaked from the white foam piece. It was actually leaking from the ¿white foam piece¿ that touches the skin. We tested it with saline and saw it leak from there." Additional information received: what type of catheter securement was utilized? Sorbaview dressing over huber needle for implanted port . Placement date: (B)(6) 2022. Explant date: (B)(6) 2022. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No . What they¿re being treated for: cancer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking safestep infusion set is unconfirmed because the problem could not be reproduced. One 20 ga x 0.75¿ safestep infusion set was returned for evaluation. An initial visual observation showed use residues throughout the infusion set. The safety was fully engaged upon an initial evaluation of the product. A functional test of flushing the infusion set with a 12 ml syringe revealed the infusion set to initially be fully occluded by blood residues. After the occluding material were cleared from the device, the infusion set was patent to infusion and aspiration with no observed leaks. No leaks were observed upon pressurization of the device. A microscopic inspection revealed no visual leaks and no unusual adhesive pattern within the housing of the safety mechanism. Due to the results of the functional test, the complaint of a leaking infusion set is unconfirmed. A lot history review (lhr) of (B)(6) showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11

Event description:
(B) it was reported by the customer that "the huber needle leaked from the white foam piece. It was actually leaking from the ¿white foam piece¿ that touches the skin. We tested it with saline and saw it leak from there." Additional information received: ¿ what type of catheter securement was utilized? Sorbaview dressing over huber needle for implanted port ¿ placement date: (B)(6) 2022 ¿ explant date: (B)(6) 2022 ¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No ¿ what they¿re being treated for: cancer